Event description:
The manufacturer received information alleging that a ventilator became inoperative (¿vent inop¿). The complaint was submitted by a third-party service provider in association with field corrective order fco81asp. The device was not in clinical use on a patient at the time of the event. The device was not returned to the manufacturer for evaluation. However, the third-party servicer reported that during troubleshooting, the unit failed to function and required the replacement of several critical components. Specifically, the following components were replaced to restore device functionality: system pca, proportional valve, two 3-way solenoid valves.